Event description:
Spontaneous: pt reports issues with 2 cassettes on (B)(6) 2022. First cassette she received error "no cassette attached". With second cassette she stated the pump "did not recognize its presence". She was able to infuse using her back-up premixed cassette. Patient did not have lot number. Pt discarded cassettes in question. No further information was reported. Replacement cassettes were sent to patient. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? No. Did we [MFR] replace cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved, resolved?, ongoing?. Reported to (B)(6) by: patient/caregiver.